Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 34 mg/dl. The customer stated as a result of the hypoglycemia, she fainted and broke her jaw and nose. Troubleshooting was performed and found that the insulin pump had alarmed after the event. The programming was correct. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.